Event description:
During an angioplasty procedure with a stent, mild tortuosity present and the wire across the lesion, the tip fractured. The tip was retrieved with a micro vena snare. The procedure was completed without any further complications. The pt is reported as fine and the device is being returned for co's evaluation.